Manufacturer narrative:
The pump was received with scratched case, pillowing keypad overlay, missing retainer ring, missing reservoir tube o-ring, keypad overlay texture damage, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the plastic ring on the lip of the reservoir chamber had fallen off. The customer's blood glucose level was reported to be 288mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.